Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the powered handle took a while to power on. It was placed in the shell before it turned on and once it did it went through its calibrations. The adapter and reload were attached fine and were able to fire it 4 times. On the 5th fire the screen flickered off and on and finally shut down after it had been articulated and was about to be closed on the tissue. The handle was disconnected and used the retraction tool to straighten it out and remove out of the body. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one (1) device. Analysis of the device memory indicated multiple shut downs during use. When the device was disassembled, damage was noted to the jumper wire connection pad under the oled screen. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. The root cause of the observed condition was determined to be a result of interference between their shield and the jumper wire. The resulting force from the interference caused an intermittent connection; process improvement has been initiated to prevent recurrence of this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.